Event description:
It was reported that the user experienced recurrent occlusion alerts while using teflon infusion sets with the ilet bionic pancreas, which impacted insulin delivery and required a temporary transition to subcutaneous insulin pens before resuming ilet use; the issue resolved after the infusion set supply was changed, and a replacement box was provided. The user reported a blood glucose peak of 387 mg/dl with no associated clinical symptoms. Outcomes included no lasting health consequences or impact. User support included troubleshooting and education conducted with the user. Investigation of this case revealed an insulin occlusion associated with the infusion set, consistent with supply-related obstruction that resolved after changing sets from the implicated lot. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.